Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in an unspecified "tight" lesion. The 8.0 x 40mm x 135cm express ld stent delivery system (sds) was advanced, but was unable to cross the lesion. Upon removal of the sds the physician noted stent damage. The physician pre dilated the lesion and was able to complete the procedure with another of a 8.0 x 40mm x 135cm express ld stent. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in an unspecified "tight" lesion. The 8.0 x 40mm x 135cm express ld stent delivery system (sds) was advanced, but was unable to cross the lesion. Upon removal of the sds the physician noted stent damage. The physician pre dilated the lesion and was able to complete the procedure with another of a 8.0 x 40mm x 135cm express ld stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found no damage to the shaft of the device. The device was returned with the stent crimped onto the balloon. There was no damage or flaring noted to the stent. There was no damage noted to the distal tip. No damage to device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).